Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to loose drive support disk. No charge battery anomaly during test. Insulin pump received with cracked battery tube threads, cracked liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic stated that the insulin pump had small crack or mark on the left corner of screen and broken belt clip area. Customer stated that insulin pump's battery life diminished and rewound was louder along with that the battery areas had burnt. No harm was required during medical intervention. The insulin pump will be returned for analysis.